Event description:
A medtronic representative received a report from a site that the sleeve for a 100 millimeters percutaneous pin was left inside the patient. This sleeve was noticed when the patient went in for an magnetic resonance imaging (MRI) on (B)(6) 2015 and felt a "pull" in her hip. The sleeve was reportedly scheduled to be removed on (B)(6) 2015. The original surgery date was (B)(6) 2014. The medtronic representative was advised of the issue on (B)(6) 2015. The percutaneous pin was made of implantable grade titanium. It was reported to the medtronic representative that there were no adverse effects reported by the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's cannula 100mm . There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient age not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for analysis. Although this device is not made to be implantable, it is made of implantable grade titanium (ti-6al-4v) which is a well-known material used in surgical implants and is unlikely to lead to patient harm. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's cannula 100mm . There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
A medtronic representative reported that the parts were discarded by the site. Further engineering review of the sterile percutaneous reference pin set package insert that accompanies the device found that the device is intended for single use and there are 5 steps within the package insert which instruct the user on how to remove the device from the patient.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.